Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event after discontinuing use of the ilet due to loss of insurance, indicating the device was not in use and alternative therapy was not implemented. Symptoms included hyperglycemia. Outcomes included that the available information was insufficient to further characterize health impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem was identified, and the event was associated with improper procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.